Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-04746 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure within the stomach to treat a post-polypectomy gastric bleed. According to the complainant, during the egd procedure, the resolution clip was advanced down the endoscope and positioned within the stomach to treat a post-polypectomy gastric bleed. The nurse grasped tissue with the clip and the clip was locked closed; however, upon attempted deployment, the clip failed to release from the catheter. The clip was pulled from the tissue and the entire device (clip and delivery catheter) was removed from the patient. No visible damage was noticed to the device and no trauma was caused at the target site from the clip. This same issue was encountered with a total of two resolution clips during this procedure. A gold probe catheter was used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.